Event description:
It was reported that: "it was alleged that the pt, "underwent a right total hip replacement in 2006." It was further alleged that, "shortly after the surgery, pt experienced pain in the thigh and groin and squeaking in the right hip." It was further alleged that, "the prosthesis was loose requiring a revision surgery in 2009."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The devices are not available due to the ongoing litigation.